Event description:
The rptr had received an er1 message after doing a control solution test with one touch control vial. The lifescan rep advised her to discard the one touch vial and use only the surestep vial. Results using the surestep control solution were 121 mg/dl.